Event description:
On september 29, 2009, a doctor reported that a zirconia restoration, which had been treated with silane, was seated using nx3. The restoration fell off about 1 month after placement.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. A device history record (DHR) review is in process. No customer letter is requested.

Manufacturer narrative:
On 09/03/2009. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Per the customer experience report: reportedly, the ring was explanted after an implant duration of 19.70 months and replaced by a competitor's valve. No further details were provided. The device was discarded and will be not returned for evaluation. No reason was given for the explant. The information was received by our foreign implant patient registry.